Manufacturer narrative:
Sample has not been received by manufacturer in time for this report. Investigation incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges that the green wings on the device disconnected from the block while the pt was under anesthesia. None of the pieces that came off went into the pt's mouth. All the pieces were retrieved. No pt injury reported.